Event description:
It was reported that on (B)(6) 2024, an unknown amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing an unknown delivery system. The laa anatomy was complex. The device was implanted in the left upper pulmonary vein by mistake, but this was not realized until the patient returned two weeks later with myocardial infarction due to partial obstruction/blockage of blood flow. During the week of (B)(6) 2024, the device was snared and removed in an emergency procedure using a digestive endoscopy forceps and a 16f steerable sheath. The patient is reported to be recovered.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. 2017 - improper or incorrect procedure or method.

Manufacturer narrative:
An event of myocardial infarction due to partial obstruction/blockage of blood flow two weeks post implant was reported. Also reported that the device was implanted in the left upper pulmonary vein by mistake in an complex laa anatomy. A returned device assessment could not be performed as the device was not returned for analysis. The device was snared and removed in an emergency procedure using a digestive endoscopy forceps and a 16f steerable sheath. Based on the information received, the cause of the reported obstruction is consistent with implanting amulet device in left upper pulmonary vein, however could not be conclusively determined. Please note that per the instructions for use, artmt600034467-d,"indications and usage: the amplatzer¿ amulet¿ left atrial appendage occluder is a percutaneous transcatheter device intended to prevent thrombus embolization from the left atrial appendage (laa) in patients who have nonvalvular atrial fibrillation." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received it was reported that on (B)(6) 2024, an 22mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 12f torqvue delivery system. The laa anatomy was complex. The patient remained hemodynamically stable throughout the procedure. The device was implanted in the left upper pulmonary vein by mistake, but this was not realized until the patient returned two weeks later with myocardial infarction due to partial obstruction/blockage of blood flow. During the week of (B)(6) 2024, the device was snared and removed in an emergency procedure using a digestive endoscopy forceps and a 16f steerable sheath. The patient is reported to be recovered.